Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, functional testing was performed and revealed the motor was rough-running and seized. The device was serviced, repaired, and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
The customer returned the device reporting the instrument does not rotate. This is reported 1 of 1 for complaint #(B)(4).